Event description:
During an in clinic follow up, low pacing impedance, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and recommended provocative testing. Provocative testing was performed and the noise was able to be reproduced. Lead insulation damage was suspected. No further intervention has been performed at this time. The patient was stable and will continue being monitored.